Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was at 40% charge when the pump became unresponsive. The customer plugged the pump into a power source and the pump turned on. Reportedly, the pump had been charged to 80% two days prior to the event and was noted to be depleting quickly. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue use of the pump for insulin therapy.